Event description:
It was reported that the patient had a history of high thresholds on the left ventricular lead; the lead had been programmed off. The lead was capped during routine device change out. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.